Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer cannot recall blood glucose reading. There air bubbles in the top of the reservoir. The issue is not resolved. Reservoir will not be returning for analysis.